Event description:
It was reported that prior to use 138 occurrences of foreign matter in tubes/gel/shields, there were 32 instances of air bubbles in gel, 11 damaged tubes and 68 instances of defective markings on tube with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: dirty tube x124 fm in gel x12 damaged tube x11 defective marking x68 dirty shield x1 embedded fm in tube x1 air bubbles in gel x32.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use 138 occurrences of foreign matter in tubes/gel/shields, there were 32 instances of air bubbles in gel, 11 damaged tubes and 68 instances of defective markings on tube with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: dirty tube x124. Fm in gel x12. Damaged tube x11. Defective marking x68. Dirty shield x1. Embedded fm in tube x1. Air bubbles in gel x32.